Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight service was not dispatched for this event. There is no indication that the access hybritech psa reagent was returned for evaluation. In conclusion, an assignable cause of the erroneous access hybritech psa is unknown and cannot be determined with the information provided. All associated mdrs for this event: MDR 2122870-2015-00754; MDR 2122870-2015-00755.

Event description:
The customer reported reproducibly erroneous prostate-specific antigen (access hybritech psa) results obtained on two (2) samples which were obtained on the laboratory's access 2 immunoassay system (serial number (B)(4)) for one (1) patient. The access hybritech psa tests were performed as part of a prostate health index (phi) test. Testing was performed on the first sample on (B)(6) 2015 with an initial access hybritech psa result of 0.47 ng/ml. The same sample was repeated and a reproducible result of 0.48 ng/ml was obtained. A second sample was obtained from the same patient and was tested on (B)(6) 2015 with an access hybritech psa result of 0.45 ng/ml. MDR 2122870-2015-00755 was created to address the result obtained on the (B)(6) 2015. The patient's samples were also tested using the architect and roche analyzer (alternate methodologies) and both recovered with a higher psa result. The results were not reported outside of the laboratory. There were no reports of patient injury or change to patient treatment associated with this event. Sample handling and processing information were not provided for review. No sample integrity issues were reported by the customer.